Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor generated a false air detect alarm. The device was used for the procedure despite the issue. No other details regarding the event were provided. There were no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.